Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that tip of the vitrectomy failed at the moment of cutting during surgery. The procedure type and surgery completion details were unknown. There was no information about the patient impact.